Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away. The caller refused to complete the full death report, however, provided the following details regarding the customer and the customer's passing: the customer had a head injury in (B)(6) 2009. The customer was a brittle diabetic but never usually suffered from low blood glucose. But, suffer from low blood glucose in (B)(6) 2016 which resulted in going to the emergency room for treatment. The customer continued to occasionally suffer from low blood glucose levels which resulted in paramedics being called, twice, in (B)(6) 2016, totaling four times prior to the date of customer's passing. The caller stated that the cause of death was seizure/ lack of oxygen. The caller agreed to return the insulin pump for analysis.